Event description:
Consumer reported upon removal of a tampon, it felt as though it got stuck. She continued to pull and the pledget fell apart. She used a glove on her hand and a rinse to remove the remaining pieces of pledget from her vaginal cavity. She also noticed pieces of the string came out. She did not require medical attention and she did not experience any serious adverse health effects.

Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.